Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer provided a blood glucose level of 250 mg/dl. System check could not be performed as the customer had changed the cartridge since the most recent occlusion alarm occurred.